Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: on (B)(6) 2019, dtma1d4 crt-d implanted: on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the current electrograms (egm), there was non-capture of right ventricular (rv) lead pacing on all beats, loss of left ventricular (lv) lead capture, and no underlying rhythm at twenty-seven beats per minute. It was also noted that there was previous ventricular oversensing. The rv lead and lv lead remain in use. No further patient complications have been reported as a result of this event.